Manufacturer narrative:
H6: investigation summary one sample was received for quality investigation. Visual inspection verified that the female luer adapter on the smartsite body separated from the infusion set. No other defects or damages were observed. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this issue is an incomplete ultrasonic weld during manufacturing.

Event description:
It was reported that unspecified bd¿ alaris tubing set came apart. The following information was provided by the initial reporter: event 2- separation issue between the port and the tubing. In the second event, the outside plastic section of the port came off of the tubing. Per customer email: hello, I am writing to report 2 tubing malfunctions with bd tubing. I¿ve attached the customer advocacy intake forms for both events. In the first event, an air bubble was found in the flexible part of the tubing. In the second event, the outside plastic section of the port came off of the tubing (picture below)

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ alaris tubing set came apart. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event 2: separation issue between the port and the tubing. In the second event, the outside plastic section of the port came off of the tubing.